Event description:
A bipap auto biflex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint during evaluation of the device, the service technician observed visible foam particles inside the blower kit and blower foam degradation. Additionally, the device had dust fail contamination and presence of error code e53 err_comp_log_sem_timeout. The device was scrapped by the service center after the evaluation was completed.